Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the device was found to be placed too close to the patient's ear and the patient elected to have the device repositioned. On (B)(6) 2018, the procedure to reposition the device was conducted.